Manufacturer narrative:
Date of event: (B)(6) 2014. Date received by manufacturer: 02/02/2015. Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(6).

Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcb adc failure. The customer reported the device was not in use on a patient. A data acquisition pcb adc failure may result in a vent inop during normal ventilation operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The field service engineer replaced the data acquisition to motor controller board cable to address the reported problem. The unit passed applicable testing.